Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-aug-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer failed. The field service engineer (fse) cleaned and inspected the drawer. Identified muscle wire failure with thermal damage in row a cubie tray and replaced the tray. Fse noted that the remote manager did not close smoothly and adjusted the hasp to correct the issue. The system functioned as intended after the field service engineer (fse) repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es had a drawer failure. However, there were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a drawer failure. The customer reported that there was a thermal damage. There were no adverse events or injuries reported based on this event.